Event description:
It was reported that the customer had unexplained low blood glucose. Caller stated that the customer's blood glucose dropped to 30 mg/dl, he had some candy and went to eat. The nurse practitioner came over later to his house just for a regular check up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.